Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm during basal delivery. Customer's blood glucose (bg) was 367 mg/dl. A correction bolus was delivered via the pump to address elevated bg level. Customer loaded a new cartridge and resumed insulin successfully.